Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4) a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unable to confirm sensor anomaly due to customer did not return sensor only needle. Checked introducer needle for burrs/hooks and dull needle tip defects and none where found. Introducer needle passed per specifications.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 249 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. The sensor was returned for analysis.